Event description:
Information received regarding the explanted device notes that the device could not be programmed to rate responsive. Interrogation identified the device as model 2902 which does not have rate responsive capability in the dual chamber modes. The patient had two episodes of pulmonary edema.